Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer reported that insulin pump screen was hard to read due to scratches, buttons had to be press multiple times, received motor errors, batteries were lasting less than 7 days, battery life diminished, no delivery alarms, had to rewind more than once per reservoir change. The customer experienced symptoms such as nausea. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.